Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a short in its radiofrequency programmer head connection and the link electronic module board was replaced and calibrated to resolve. Analysis also noted a noisy system fan and confirmed that the top hinge plate screws were missing and that the keyboard door hinge and the keyboard latch were broken. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a short in its connection for the radiofrequency programmer head, that the door was broken at its hinge point and that its top screen connection was missing its screws. The programmer was returned for service. There was no patient involvement.